Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2024. The event occurred after 3 hours of insertion and the insertion site was at thigh. The set was in use for 4 to 5 hours. The blood glucose level at the time of event was high (specific value unknown) and patient resolved the event with correction injection via multiple daily injection followed by changing soft cannula infusion set and resumed insulin successfully. No further information available.